Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic for a routine check-up, one low priority episode of non-sustained ventricular could not be retained from the electrogram. The patient was asymptomatic. The recommended programming change was made on the next day. No adverse events were reported. The patient will be seen again in six months.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the patient was loss of atrioventricular synchrony due to inappropriate mode switch episodes. The patient had complained about shortness of breath and dizziness. The mode switch episodes were caused by rapidly atrial pacing following the p-waves. Several programming change was made to prevent further mode switch. No more inappropriate mode switching episodes were seen during testing. No further information is available.